Event description:
The caller reported that the tip of the expressew broke off inside the pt during a shoulder procedure. The broken piece was retrieved and the surgeon was able to complete the procedure with the device with no adverse effects to the pt.

Manufacturer narrative:
As yet the complaint device has not been received for eval. When the device is received it will be evaluated and the results will be posted in a follow up report.